Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Displacement test wasn't performed due to lcd damage. The device had broken reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump had a cracked screen and part of the display was blacked out. The device was dropped on the bathroom floor. The reservoir compartment also had damage and it occurred several months ago. Customer doesn't know the blood glucose level at the time the damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.